Event description:
It was reported that a patient¿s implantable neurostimulator (ins) died and ¿was nothing.¿ it was an ins issue and there was nothing the patient could do. The ins was replaced. The patient recovered without permanent impairment. Additional information received reported that one year after implant the device ¿stopped working¿ and the equipment ¿failed.¿ the manufacture representative reportedly stated that it was device itself that was the problem. The implantable neurostimulator and lead were to be sent back for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v955731, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).